Event description:
A consumer reported that two days following intraocular lens (iol) implant surgery, his distance vision is "not as clear as he expected" (the fellow eye is also implanted with the same model lens with "no problems"). He reported that he and his surgeon agreed that this eye would be set up for intermediate vision and the fellow eye for distance vision. The consumer stated that while he is able to see his computer screen and read without glasses, his distance vision is blurrier than he can tolerate. The consumer reported that his surgeon advised him that this "set-up" would take some time to get used to, yet the consumer feels he will be unable to do so. Moreover, the consumer thought that by intermediate, he would be able to see at 10-foot, versus the 3-foot vision range he has now. In a follow-up, the surgeon reported that, at the patient's request, he was "made a -1.00 for intermediate vision."

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 03/24/2011, 03/25/2011, 03/30/2011, 04/12/2011, and 04/19/2011 by phone, fax, and mail. Additional information was received on 04/20/2011 by phone. A completed questionnaire has not been received. (B)(4).